Event description:
Consumer alleges that the compressor is not working properly. The compressor will allegedly process her medication faster than normal or not process it at all. Consumer alleges that the unit runs louder and hotter than normal and tubing is allegedly warmer to the touch. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc1705 nebulizer serial number/date code (B)(4) is approximately 7 months old. The user manual part number 1148073 rev b (dec-08) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female who is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.